Event description:
The customer reported, "the battery does not hold the charge." There was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.